Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by turbid fluid and abdominal pain. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On the same day as event onset, the patient began treatment with vacomycin injection (1gm, every 72hrs, discontinued) and meropenem injection (2gm, per day, discontinued) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient has recovered from the event and was retrained on proper aseptic technique. No additional information is available.